Manufacturer narrative:
Reporting address line: no. (B)(6) . Reporting address state: (B)(6). Reporting address postal: (B)(6) . Reporting institution phone number: (B)(6) . Reporter phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that power supplies were faulty. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the power supplies were faulty. A field service engineer (fse) then went onsite for repair. The fse replaced the motor controller (mc) to resolve the issue. The fse replaced the mc to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.